Event description:
Reporter alleged the obtaining a discrepant blood glucose result of hi (greater than 600 mg/dl) back to back with a result of 132 mg/dl on the compact plus system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter no longer has strips and so no product will be returned for eval.